Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Main investigation conclusion: the reported event of damage to the outer layer of the black power lead and strain relief were unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days (10aug2021 ¿ 18aug2021 per timestamp). There were no notable alarms active pertaining to the reported event. Pump operation was not affected. Multiple good faith efforts were made requesting the serial number of the controller and if a controller exchange took place; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate ii system controller were unable to be reviewed due to the serial number of the controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm during an electrical outage. There was a concern for a small tear on the outer layer of the black power lead and on the patient's controller's bend relief. Log files were submitted and a review of the log file captured a no external power event on (B)(6) 2021 as a result of an electric outage. Additionally, the log file revealed 4 power elevations above 10 watts on (B)(6) 2021.